Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only main coil was returned for this complaint. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no issues was noted. Dimensional inspection revealed that the components were within specification except the number of fiber bundles, which was observed to have missing distal fiber bundles.

Event description:
Reportable based on device analysis completed on 16feb2021. It was reported that the coil could not be pushed and was stretched. The target lesion was located in the esophagogastric fundic vein. A 10mmx40cm interlock-35 coil was selected for use. During procedure, the physician successfully deployed a 10mmx40cm coil. When the physician was about to deploy the second 10mmx40cm coil to the target position, the physician wanted to adjust position and withdrew the coil and advanced it again, but the coil could not be pushed. The physician withdrew the coil, but it was found that the coil was stretched. The physician withdrew the coil out of the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.